Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range impedances and oversensed noise. A x-ray revealed what appears to be a lead fracture. The lead reprogrammed from bipolar to unipolar sensing. No surgical intervention is planned and the patient will be monitored. No additional adverse patient effects were reported. The lead remains in service.